Event description:
Information was received from a patient's representative. The reason for call was caller states patient programmer shows a check mark and then a blank screen. It did not seem like patient had programmer over implant when using. When programmer was placed over the ins , the programmer connected with ins and programmer showed therapy off. Caller states not knowing why therapy was off and thinks patient may have pressed a wrong button. Caller states patient hands don't always work right. Caller states patient has had a rocky past couple days and this morning is when they were using the programmer. Pss reviewed to hold programmer over ins , caller was able to press therapy on button and states programmer now shows therapy on. Call resolved. Additional information received from the consumer reported the same issues with pressing the buttons on the patient programmer (pp). The patient¿s hands were shaking a lot and they pressed a lot of buttons on the pp, so they wanted to find out how to use the pp to check the status of the implant. This was done and the implant charge level was okay, but therapy was off. The consumer turned therapy back on and they thought the patient may have been pressing the implant on/off button thinking it was the button they needed to press to turn the pp off. Additional information received from the consumer reported the circumstances that led to the device being off was a battery failure on (B)(6), 2023.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 37642 lot# serial# unknown implanted: explanted: product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.